Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that clarified that the observed "bent frame" was referring to frame under-expansion. Additionally, a thrombus was not confirmed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 months and 19 days following a transcatheter procedure involving the vlv evolutfx-26, the patient's mean gradient rose to 20mmhg, and the patient became "symptomatic". There was concern for possible thrombus on the valve and a possible under-expanded frame. Computed tomography was conducted for further investigation which revealed a bent valve frame. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: b1. B2. B5. H6. Corrected data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a balloon aortic valvuloplasty (bav) was performed using a 22-millimeter (mm) non-medtronic balloon. The mean gradient decreased to 10 mmhg. The patient was discharged.